Event description:
The pump was returned for investigation. Investigation revealed the force sensor calibration was out of specifications and that the force sensor connector was cracked. This report is made based on results of investigation completed on (B)(6) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s history showed multiple no cartridge detected and loss of prime alarms. The force sensor calibration was found to be out of specifications. The pump cover was opened and the force sensor pins were found to be intermittently connected due to the connector being cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.